Event description:
A talent stent graft system was selected for use in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology not reported. It was reported that the stent grafts were successfully implanted. A reliant balloon was used. During the final angiogram, a proximal type ia endoleak was discovered and corrected with a proximal piece. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (endoleak), (B)(4) (cause of event is unknown). Evaluation, conclusion: (B)(4) (cause of event is unknown).